Event description:
A diamondback 360 peripheral orbital atherectomy device (oad) was advanced into the 80% stenosed superficial femoral artery (sfa). Treatment was successfully performed followed by balloon angioplasty and stent placement. The oad was advanced to treat the tibial artery. The viperwire flex tip guide wire had not been checked after being passed through the oad. The wire was unable to be advanced to the intended position in the posterior tibial (pt) artery. When performing the third and final treatment, spinning over the wire resulted in the wire being fractured. The radiopaque tip fragment was noticed when performing the final imaging. The tip fragment was left in a collateral vessel below the knee, not occlusive to any tibial vessels.

Manufacturer narrative:
The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).